Event description:
Customer reported the insulin pump alarmed motor error during basal. Customer¿s blood glucose level was 420 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. However the device was received stuck in motor error loop during bolus/basal delivery. No motion sensor test failure alarm noted. Motor position encoder error alarm was not confirmed in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked battery tube threads and cracked reservoir tube lip.